Event description:
I used poligrip beginning (B)(6) 2000. Approx late 2005, I was diagnosed with neuropathy in my feet. I have pain in balls of my feet. I take a vitamin b-12 injection once monthly, but the pain never leaves. Dose or amount: denture cream, frequency: once daily, route: oral. Dates of use: (B)(6)2000 - present. Event abated after use: no.